Event description:
The advantage system produced a result of 632mg/dl, which is outside the meter reading range of 10-600mg/dl. No high blood symptoms reported. Controls were run and in range. The customer did not provide the location where the discrepant result was obtained. No adverse event reported. Requested return of suspect device and replacement was sent.